Event description:
Student attempting to place shield over needle prior to discarding and this was more difficult than normal. Follow up reveals: student sustained needle stick and required testing (in addition to the patient). A contributing factor was that the student got distracted when performing task. Other staff agree that the shield process is difficult on some of the needles.